Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13a13022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13b10026 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis. The patient experienced abdominal pain and constipation and was hospitalized for the events. On an unknown date while in the hospital, the patient developed peritonitis. The cause of the events and treatment was unknown. The patient was not retrained. The catheter was pulled and hemodialysis therapy was initiated. The patient was still hospitalized. The patient was recovering from this peritonitis event.